Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - pending evaluation of returned device. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown breast and endocrine on an unknown date and a barbed suture was used. During surgery, the suture was not caught. The product was used on the mammary gland. It was not a control release needle. Another product was used to complete the case. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d 7a. Is this a single-use device? D 9. Device available for evaluation? H 3. Device evaluated by manufacturer? Additional information: d 9. Date device returned to manufacturer, d9. Is device returned to manufacturer? H 6. Component code, h 6. Type of investigation, h 6. Investigation conclusions additional information was requested, and the following was obtained: -qty of product involved of 2 => 15. This case was initially reported with a quantity involved of 2. A later updated went on to state that the updated quantity involved should be 15. ¿ please confirm if 15 sutures experienced the quality issue described within in the event description. I contacted the sales representative and confirmed that the quantity was 15. ¿ if 15 is not the number of sutures that experienced the quality issue, please provide the correct quantity of sutures that did. N/a. Investigation summary: the product was returned to ethicon for evaluation. One empty labeled winding former and one used strand was received for analysis. The product code is sxpp2b101. The product code is double armed. During the visual inspection of the returned sample, marks that appear to be caused by a surgical instrument were observed on the body needles. The suture was examined; damaged barbs and body fluids were noted along the strand. As per the condition of the sample, the barbs could not be measured. Per the condition of the returned sample, no conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.